Manufacturer narrative:
This complaint was overlooked initially as a duplicate due to the same customer called on the same day for the same type of device. In retrospect, it was determined it was two different devices so we are filing now.spacelabs is evaluating this reported event and will file a supplemental reportwhen our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a patient monitor, model91387, failed to alarm on ventricular tachycardia(v-tach).no one was injured as a result of this event.

Manufacturer narrative:
This event was found when the customer reviewed retrospective patient data in spacelabs¿ ics-g2 system, which is a software interface that provides user interaction with historical patient data. Had the monitor alarmed for this event, the event would have registered in the ics-g2 alarm history folder. There was no record of the event in the alarm history. The customer saw what they considered should have been a vtach event in the waveform review folder. The ECG algorithm contained in the command module processes ECG signals and analyzes data for display and alarm messaging. The equipment continues to be used without reported issue. The ics database provided by the customer was reviewed by a spacelabs lead software engineer. The patient had a pacemaker. At 10:16:58 on (B)(6) 2014 there was an 8 beat run of vtach, which began just after a paced rate run with beats that look very similar to the vtach run. Those vtach beats were also similar to other beat runs in the patient¿s history. As the vtach run was typical for this patient, the ECG algorithm identified the run as the patient¿s typical morphology. Consequently, these beats were disqualified as vtach by the ECG algorithm logic and the criteria for alarm were not met. An ECG algorithm must set classification criteria in such a way as to accurately detect as many arrhythmias as possible while also minimizing alarms for normal variations and artifact. In this particular case, the 8 beat run in question was interpreted as typical morphology variant and consequently no alarm was generated. In conclusion, the monitor did not alarm for this episode of vtach due to the similarity of the beats to the patient¿s normal beats. The monitor correctly alarmed for the patient¿s 41 other episodes of vtach due to those beats being dissimilar to the patient¿s typical morphology. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor, model 91393, with command module, model 91496, failed to alarm for an 8 beat run of ventricular tachycardia (vtach) at 10:16 a.m. On (B)(6) 2014. No one was injured as a result of this event.